Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during manual prime and the drive support cap was protruded. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.